Event description:
Additional review indicated the patient could not feel stimulation unless they changed positions, such as bending down. This was indicated to have started 2-3 months prior to the report date. Additional information received indicated the patient met with their doctor and manufacturer representative in (B)(6) 2012. It was indicated that ¿something was damaged,¿ but it was to be repaired. It was unclear what this was in reference to. The patient was scheduled for surgery on (B)(6) 2012, but after having a physical, it was not certain that the patient¿s heart beat was ¿good¿ and they wanted a second opinion. An electrocardiogram and stress test were conducted and it came out ¿good.¿ the patient then fell in (B)(6) 2013 so the surgery could not be done around that time. It was noted the patient was scheduled to have surgery on (B)(6) 2013. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# v466242, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedances on both leads and the patient was not experiencing therapeutic effect. The cause of the event was unknown, but explant was needed. There was no injury to the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v467820, implanted: (B)(6) 2010, product type lead product ID 3889-28, lot# v466242, implanted: (B)(6) 2010, product type lead. (B)(4).